Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep checked the workstation power supply. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system displayed an x-ray disabled error message. No pt injury was reported.